Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, a fragment from the sureform 60 stapler instrument fell into patient. The fragment was retrieved during the same procedure. The procedure was completed robotically.

Manufacturer narrative:
Based on the claim against the product by the customer noting a fragment fell into the patient, an investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform stapler 60 instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of torn wrist cover to be related to the customer reported complaint. The instrument was found to have a torn wrist cover at the distal end. The tear is approximately 0.153" x 0.243" in size. The torn fragment was returned with the instrument. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired and unclamped without any issues. A review of the log showed no errors.